Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being manufactured in 2015 and files are retained for 7 years, no DHR review can be completed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle the syringes had expired. There was no report of patient impact. The following information was provided by the initial reporter: the syringes have expired and this is a separated issue.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle the syringes had expired. There was no report of patient impact. The following information was provided by the initial reporter: the syringes have expired and this is a separated issue.